Event description:
It was reported that the event occurred at insertion. The md inserted the intra-aortic balloon (iab) through the teflon sheath via femoral relatively easy, but the iab got "pierced." Less then 10 minutes after insertion blood was observed in the helium line. As a result, the md removed the iab successfully and the pt was transferred in emergency to another facility. The pump did not alarm. There was not another iab inserted. The pt did not have tortuous anatomy. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no harm to the pt. The pt's outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.